Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the pulse wire heat shrink separated in the distribution node, causing the pulse wires to short to the distribution node pca. The cause of the alarms was the short with the dn pca. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt/check belt messages.